Manufacturer narrative:
Concomitant medical products: g2 neutral 32mm gxl liner (cat# 130-32-52 / serial# (B)(4)), 32+3.5 cocr head (cat# 142-32-03 / serial# (B)(4)), 20mm 6.5 bone screw (cat# 180-65-20 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial left tha, this male patient was brought back for left hip pain. X rays showed signs of potential loosening of the stem. The head was removed. The stem was checked and found to be loose. The stem was removed. Attention taken to the acetabular component. The poly liner was removed with use of a 45mm 6.5 bone screw. The cup was checked and found to be well fixed. A new g2 lipped 36mm xle liner was implanted. A 21x245 stem was implanted with a 36+7 biolox head. There were no parts or pieces fall into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections device available for evaluation, date rec¿d by MFR, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. The revision reported was likely the result of an insufficient bond between the femoral stem and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) femoral stem loosening. The most probable root cause associated with the reported event of "loosening - femoral stem¿ is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.